Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device. The cause of the reported event remains unknown.

Event description:
Additional information was received indicating the physician suspected the noise noted on the right ventricular lead was due to lead damage, however, diagnostic imaging was not performed.